Event description:
It was reported that an ilet user experienced repeated alert 36 messages and inability to complete a rewind despite multiple attempts and a device restart, consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia with a reported peak glucose of 272 mg/dl and likely overnight elevation. Outcomes included no health consequences or lasting impact. The device was returned for evaluation. Preliminary investigation of this case revealed an electrical or electronic component problem associated with the motor that resulted in failure to infuse insulin. The complaint was verified by fi technician and after a closer inspection to the internal components, it was discovered that during assembly process the operator failed to install the acetal washer per assembly procedure. Although the acetal washer was missing, alert 36 pertains to the mainboard's communications. After reflowing solder to the u12 chip on the mainboard, the device was restarted and alert 36 was no longer displayed and confirming a faulty u12 chip. The customer reported complaint was confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.